Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 31-may-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated that the site where the needle is is still swollen and she will be contacting the surgeon tomorrow. Manufacturer contacted customer in a follow-up call on that the initial concern was resolved - able to establish contact with customer who stated she was in the hospital for a "couple of reasons" but did not disclose the reason for her hospitalization. Manufacturer made several attempts to contact customer to ensure the customer was no longer experiencing symptoms and to ensure the customer¿s initial concern was resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that the pen needle had broken off and was stuck in her stomach. Customer had been unable to continue with the call as she had contacted 911. Customer was contacted the following day, (B)(6) 2022 and stated that she had been taken to the hospital the day before where they had attempted to remove the needle from her stomach but were not successful. Customer had been discharged and was advised to apply warm/hot compress to the area to see if the needle will work itself out of the skin. Customer stated that she was referred to a surgeon by the hospital but she has not yet contacted them, as she is on her way to see her doctor for a routine scheduled appointment and will show her doctor and obtain feedback. Customer stated that at the present time, the area is red and slightly swollen.

Manufacturer narrative:
Sections with additional information as of 04-oct-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: complaint was forwarded to supplier quality based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by the manufacturer. Reported defect not reproduced on retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.